Event description:
A customer contacted baxter's technical service center regarding a system error 2240 alarm that appeared on the homechoice (hc) unit. The technical service representative (tsr) explained to the hp that at some point, air got pulled into the set and he would have to start over with new supplies. The sample was discarded and the lot number was unknown. Product surveillance contacted the home patient's nurse regarding a system error 2240 alarm. The nurse stated that the home patient has been doing fine and has been able to continue therapy ok. There was no patient injury or medical intervention associated with this report.

Manufacturer narrative:
(B)(4). Per the customer, the sample was discarded.

Manufacturer narrative:
(B)(4). Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).